Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that a ventilator had an inoperable display. The device was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.